Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was getting warm and the motor was making a funny noise. There was no known patient impact reported.

Manufacturer narrative:
Analysis found that the customer's complaint of overheating could not be verified, pre-repair heat test was performed and unit operated within normal parameters. The temperature were nose-84, middle-81 and rear-87 which never exceeded. The seal and bearing was corroded. Replaced seal and bearing. The unit was repaired, cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.